Manufacturer narrative:
Correction to the initial MDR in field b5, d6 and d7.

Event description:
A report was received that the patient was experiencing frequent ipg charging as the implant would not last more than one hour. The physician has recommended an ipg replacement.

Manufacturer narrative:
Field is populated with the di number.

Event description:
A report was received that the patient had been charging the ipg more frequently. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg will be replaced with a competitor's device. No further information could be obtained.

Event description:
A report was received that the patient was experiencing frequent ipg charging as the implant would not last more than one hour. The physician has recommended an ipg replacement.